Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the medical grade power supply (mgps) to resolve the system shutdown issue. The fse also replaced the ethernet cable. The system was tested and verified as ready for use. Isi received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation reported that there was an error 5 in the logs, which meant, "fan fault." Failure analysis installed the power supply into the printed circuit assembly (pca) system and it shut down during power on the ssc with a noisy fan. This complaint is being reported based on the following conclusion: system unavailability after start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted ventral hernia repair surgical procedure, the surgeon side console (ssc) lost power. The customer stated they had the error code 25326. The tse reviewed error logs and confirmed 25325 error and also noticed an error 5. The instruments were reported to be grasping tissue at the time of the call, and the patient cart arms were blue. The tse asked the customer to flip the breaker down and move the power cord to a different location. The customer moved the power cord and cycled the breaker. The ssc powered up and the surgeon was able to take control of instruments. The tse recommended that the customer have biomed to look at the wall outlet in question. The customer stated they would call biomed right after the phone call, but would like the field engineer to follow up. No further troubleshooting was performed and the customer was continuing with the case. The customer called back during the same procedure to report that the ssc continued to turn off and the system was faulting. The tse had the site move to the boom outlets and cycle the ssc breaker again. The system powered on for about 2 min, faulted again, and the ssc turned off. No further troubleshooting could be performed. The surgeon planned to convert to laparoscopic surgery until one of the site¿s other da vinci si systems became available, at which time they planned to complete the procedure robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon could not wait until a spare ssc became available. The surgeon converted to laparoscopic surgery, but then elected to convert to open surgery. There was no reported harm, injury, or adverse outcome.